Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not enter into foley catheter during the pretest.

Event description:
It was reported that sterile water did not enter into foley catheter during the pretest. Per investigator's notification received on 13jan2025, it was reported that difficult to deflate was found during sample evaluation.

Manufacturer narrative:
The reported event was not confirmed. Four photos were received for evaluation the first photo shows a top view of one 3-way foley catheter and syringe. The second photo zooms into the deflated balloon and tip, it is noted the balloon slightly mushroomed. The next two photos show the catheter's cap (lot nghw1729) and tray's label (lot myjq0072). Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Visually inspected the catheter and no physical defects were present. Inflated the catheter with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and it inflated properly. The catheter rested with no leaks. The returned syringe was connected, and it was unable to passively deflate the balloon in under 5 minutes. The inhouse syringe was connected and it was also unable to passively deflate the balloon in under 5 minutes. The inflation valve was replaced, and the deflation test was performed again. The returned syringe was unable to passively deflate the balloon in under 5 minutes, however the inhouse syringe passively deflated it in under 5 minutes: 3 minutes and 5 seconds. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed; therefore, a device history review was not required. The reported event was unconfirmed; therefore, a labelling review was not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.